Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient received kennelog injections for soft tissue overgrowth. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia in an or (date not reported), in order to remove the abutment and excise gralunlated tissue around the implant side. The patient was equipped with a cover screw during the same procedure. The fixtured stayed insitu at all times.this report is filed november 28, 2013. Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was administered a course of antibitocs, type and dosage not reported, (B)(6), 2013 to treat soft tissue issuesthis report is filed aug 1, 2013. Implanted device remains.